Event description:
The device was implanted in 2002. In 2002, the facility's lvad coordinator reported that during implant. The surgeon attached the bend relief and outflow graft to the outflow valve conduit. Significant bleeding was noted from the site during the de-airing process and afterward. As a result, the surgeon re-attached the outflow graft and bend relief and the bleeding subsided. The problem was resolved and the patient was in stable condition. The device remains implanted for continued use in the patient's therapy. No further details were provided.